Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt passed incoming functionality testing, but the cable connecting ECG a and the front therapy electrode had an intermittently open pulse wire. The root cause for the damaged wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
Electrode belt sn (B)(4) was serviced at the distributor for an unrelated reason and a reportable device malfunction was found.